Event description:
Customer reports the following: "[pm inspection] replaced downstream sensor. Replaced rfid battery, membrane and battery for pump. Ran full calibration and completed pm. All okay." The issue at hand is that the pressure sensor needed replacement during a pm with no other information provided. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered from a service report submitted by the customer. No additional information was provided about the cause of changing the downstream pressure sensor. Unfortunately after several requests, no device/replaced part was returned to brézins for further investigation. Due to this lack of information, the investigation could not be performed and no root cause can be identified. The reported event is not confirmed. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.